Manufacturer narrative:
A device history record review (DHR) review confirms the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Visual examination of the glass cap identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at the output window. No debris adhesion was observed on the metal cap surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. During functional evaluation, the fiber was tested with helium neon (hene) laser fixture, aim beam was observed at the output window. There are no signs of breakage along length of fiber. Analysis of the returned device was able to confirm the reported complaint. Inspection of the device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, likely leading to the reported complaint. A distal circumferential fracture may result in forward firing. The observed condition of a distal circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, five fibers were used. The first fiber cap detached after 70,321 joules of use; but the fiber cap did not completely come off. The second, third and fourth fibers started flashing with no obvious flaws after 111,779 joules of use, 90,716 joules of use and 166,816 joules of use. The fibers were cleaned during the procedure. The procedure was completed with a fifth fiber without clinical consequents to the patient. This report is for the first fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, five fibers where used. The first fiber cap detached after 70,321 joules of use; but the fiber cap did not completely come off. The second, third and fourth fibers started flashing with no obvious flaws after 111,779 joules of use, 90,716 joules of use and 166,816 joules of use. The fibers were cleaned during the procedure. The procedure was completed with a fifth fiber without clinical consequence to the patient. This report is for the first fiber.